Event description:
It was reported that during the beginning of a laparoscopic appendectomy procedure, two devices would not work when they were hooked up to the handpiece. The account reported that they were broken and has no additional information. A third device was used to complete the case with no patient consequence. Two devices are being returned for analysis.

Manufacturer narrative:
Blade damage/cracked tip. Analysis summary: based on analysis results, this complaint is now determined to be a MDR malfunction. The analysis results found that device a was returned with the blade gouged and cracked. Device b was returned with the blade scratched and cracked. The devices were tested with a generator and an error code 5 was received. The identified blade damage may have occurred from external contact during pre-op or general use. Therefore, the instructional insert states: "avoid accidental contact with all metal or plastic instruments or objects when the instrument is activated. Contact with staples, clips or other instruments while the instrument is activated may result in cracked or broken blades, which may be identified by generator solid tone or instrument error." The batch record was reviewed and no anomalies were noted during the manufacturing process.